Manufacturer narrative:
The suspect clamp is in good general condition. However, the adjustment screw has been replaced with a non-standard part. The screw is longer than normal with a smaller hex head not allowing the driver tool to insert. Otherwise, the clamp functions normally.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued. Replacement thoracic clamp shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis. Part not returned to manufacturer.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A site representative, purchasing, reported a thoracic clamp that was damaged and found while in their sterile processing department. No further details regarding the damage, or how it occurred, were provided. There was no impact on patient outcome.